Event description:
It was reported that the right ventricular (rv) lead showed high thresholds. The physician elected to replace the lead to prolong the newly implanted device battery life. The pace sense portion of the lead was capped. The rv and superior vena cava (svc) coils are still in service. A new rv lead was implanted for pacing and sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419378 implantable pacing lead: (B)(6) 2002; 507652 implantable pacing lead: (B)(6) 2002. (B)(4).